Event description:
It was reported that a continu-flo solution set was not recognized by the sigma spectrum pump. The patient was being infused when the pump alarmed ¿tubing not recognized¿. The set had to be unloaded and reloaded into the pump several times before it would recognize the tubing. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available. This is report 6 of 6.

Manufacturer narrative:
(B)(4). The sample was not received and the lot number is unknown, a sample analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.